Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the download data found that the device completed both priming sequences with an expected number of pulses in each sequence, ran for 3065 pulses, and was deactivated by the user. No damages or deficiencies were observed to the needle mechanism components that would result in the cannula retracting. The device was found to function as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula retracted back into the pod and was no longer visible indicating a needle mechanism failure.